Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm. Customer stated that new battery was inserted on the insulin pump and insulin pump was now working. Customer was able to clear alarm. Customer did not receive request to rewind pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.